Manufacturer narrative:
The suspect medical device was updated. Applicable fields of sections d and g were updated. The e411 serial number was (B)(6). The investigation determined the event was due to an issue with a particular reagent pack from lot 503901 with sequence number (B)(6). This reagent pack was calibrated multiple times and continued to show issues. The qc results showed a significant shift upwards as did the results for patient samples. The issue was resolved by loading a new reagent pack and calibrating. No batch issues were identified for reagent lot 503901.

Manufacturer narrative:
It was clarified that the repeat results were believed to be correct.

Manufacturer narrative:
The customer re-calibrated the reagent pack and calibration was back within normal range. Qc was within range. The investigation is ongoing.

Event description:
The initial reporter complained of calibration issues and questioned results for multiple patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. The following are examples of discrepant results for 3 patient samples: sample 1 initial result was 473.3 pg/ml. The repeat was 1129 pg/ml. Sample 2 initial result was 681.0 pg/ml. The repeat was 1465 pg/ml. Sample 3 initial result was 52.36 pg/ml. The repeat was 249.5 pg/ml. It is not clear which results were believed to be correct. Questionable results were reported outside of the laboratory. The estradiol iii reagent lot number is 50390101 with an expiration date of oct-2021.